Event description:
It was reported that during the surgery, the surgeon used plug driver in order to tighten plug of the connector. When the surgeon tightened the plug, the tip of plug driver broke.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the device was inspected and the tips of both returned drivers were confirmed to be broken. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Trending report revealed, there are a relatively small proportion of total plug drivers that has fractured. Those that have fractured have occurred several years after release from manufacturing (implicating compounding wear and use). The most likely cause of the reported event was determined to be overloading from the user's cantilever force on the tip of the instrument with the age of 7+years.

Event description:
It was reported that during the surgery, the surgeon used plug driver in order to tighten plug of the connector. When the surgeon tightened the plug, the tip of plug driver broke.